Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information b5, h6: b5: there was no patient involvement. H6: the previously reported patient code 2199 has been updated to health effect clinical- code e2403 and health effect -impact code f27. Additional information d8, d9,d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 345, which was not reproduced through troubleshooting of the device. A review of the event history log identified a single event of system error 345. The cause was determined to be attributable to environmental conditions. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.